Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device had an e5 error displayed in the console and was not working. It was not reported whether there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed thermistor, failed hand control rpm's and had a hole in the cord. Therefore, the reported condition was confirmed. It was determined that the e5 code and the failed thermistor were caused by a worn thermistor. It was determined that the failed rpm's was caused by worn motor. It was determined that the hole in the cord was caused by allowing the cord to come in contact with a sharp object which was further defined as customer misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be sent accordingly.